Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with unspecified antibiotics (dose, route and frequency not reported). The patient was discharged from the hospital after one week and was reported to have recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.